Event description:
The handpiece wasn't working. No further info.

Manufacturer narrative:
H6: torn isolator. The handpiece was returned with a loose mount. The handpiece was tested with a generator and an error code 3 was found. The instrument was disassembled, moisture and a torn acoustic isolator were found in the instrument.